Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was deployed and well opposed, however, while taking the stent balloon out of the patients body after deflation, the stent balloon contracted and got caught in the guidewire tip. The device was removed together with the guidewire and completed the procedure with the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Media inspection: the synergy xd mr ous 3.00 x 24 mm device was not returned for analysis. Two videos were received for analysis. The videos show the balloon section loaded onto and removed from a guidewire. The next video shows attempts to introduce a deflated balloon into the distal end of the guide catheter. As the balloon is not typically loaded through the distal end of the guide catheter, it appears the video was taken post-procedure by the physician to demonstrate that the deflated balloon would not fit through the guide catheter. The balloon appears to be in a deflated state with slight bunching noted at the distal balloon cone.

Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was deployed and well opposed, however, while taking the stent balloon out of the patients body after deflation, the stent balloon contracted and got caught in the guidewire tip. The device was removed together with the guidewire and completed the procedure with the same device. There were no complications reported and the patient is stable.